Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the investigation results of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones. According to the complainant, during the procedure, it was visualed from the endoscope that the cut wire detached from one end of the tip of the device. The cut wire remained attached at the other end; no part of the wire fell inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.